Event description:
Customer's mother reported a button error alarm. The customer's blood glucose was 235 mg/dl. The mother stated the customer was playing softball with the insulin pump in her bra prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.